Event description:
In 2007, the lay-user/pt contacted lifescan alleging that a onetouch basic meter was reading inaccurately low. The pt stated that she has blurred vision "since december." She also mentioned that she had been feeling nauseated for a couple of days. A review of the reported meter's memory revealed the following results: "45,121,127, 70, 63, 54, 102, 60, 48, 145, and 63 mg/dl." The pt stated that in one instance, she got a result of "45 mg/dl" on her meter and "115 mg/dl" at a clinic. The time difference between the two reported tests is not known. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. On another unspecified date about a month ago, the pt got a result of "77 mg/dl" on the reported meter around 3:00 pm. She did not take any actions to treat herself after obtaining the meter result. At around 5:00pm, she drove herself to a hospital and had her blood glucose checked on an unidentified device. The hospital obtained a blood glucose reading of "over 400 mg/dl." The pt was given insulin treatment to lower her blood glucose. The next day, the pt got a result of "62 mg/dl" on her meter and "over 300 mg/dl" at a clinic. Again the time difference of the reported tests is not known. Based on statistical methodology, the calculated differences of these glucose results exceeds the expected value of <= 30% and /or <=30mg/dl. During troubleshooting, the customer care advocate (cca) discovered that the test strips she had on hand were not stored properly. She had taken some of her test strips out of the original vials and stored them in an unidentified container. It is not known if the test strips used during the reported events were stored improperly. The meter, test strips, and control solution were replaced. It would have been helpful to know the following info: the pt's testing frequency, what her normal/expected blood glucose levels are, when the pt started storing the test strips improperly, and how long the pt was improperly storing her test strips. In addition, it would have been helpful to know the pt's medication and diabetes management regimens, if the pt made any changes to her regimens because of the alleged issue, and if the pt was basing her regimens on the meter readings. This complaint is being reported due to the following conclusion: the pt alleged that she had been getting inaccurate low readings for an unk period of time. For several months, the pt has experienced symptoms suggestive of hyperglycemia which do not correlate with the reported low meter readings. The pt performed meter-to-other meter comparisons that did not meet lifescan's criteria for accuracy testing

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass infection, lifescan will inform FDA of the results in a supplemental report.